Event description:
Senseonics was made aware of an incident where patient experienced hypoglycemia events on 19 june, 2021 and 25 june, 2021. Patient reported symptoms such as trembling, cold sweat, unfocused and could not think clearly at that time. User complained that the system displayed discrepant readings and did not receive any alerts on the mobile device.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Based on the investigation analysis, it was found that the captured events were reported after the system retired the sensor. Upon, review of the system, it was found that the system correctly asserted the sensor replacement early, following the events of sensor inaccuracy, due to low measurement of sensor performance (msp) and poor sensor performance. Even though user reported the events after sensor replacement alert, one suggestion can be shared with the user to change the low alerts levels upon discussing the matter with their hcp (health care provider) as the user mentioned feeling hypo when glucose range was between 90 mg/dl and 75 mg/dl.